Event description:
Additional information was received that during the laser extraction process, the ra lead disintegrated. The extracted pieces were reportedly returned, however, were not noted to be received for reliability analysis. The remaining portion of the lead was surgically abandoned.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed a pacing impedance measurement of greater than 2,500 ohms, with no capture at maximum outputs in the unipolar configuration. The ra lead was reportedly fractured. The device was reprogrammed to vdd, with the physician electing to monitor the device system. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient with this device system was pregnant at the time of the ra lead fracture. The physician closely monitored the patient. During delivery of the baby, the patient reported feeling nauseous and dizzy. At this time, it was also noted that the right ventricular (rv) lead had fractured, with pacing impedance measurements greater than 2,500 ohms and loss of capture (loc). It was unknown if the patient's symptoms were a result of the delivery or device system. Upon further review, it was confirmed that the fractures were attributed to subclavian crush. The physician continued to monitor the patient until six months of breastfeeding were complete. A revision procedure was performed and once the device system was extracted, a venogram was performed, which demonstrated left occluded subclavian vein. A new device system was successfully implanted. No adverse patient effects were reported during the procedure. The device system was expected to be returned for reliability analysis.